Event description:
No osseointegration, primary stability was achieved, implant was completely covered by bone, pain, swelling, bleeding, mobility. No surgical/medical reason at the meeting for impression taking swelling and mobility of the implant determined, could be removed manual